Event description:
After six months of using the dexcom g4 platinum continuous glucose monitor, I began to have severe skin irritation under the sensor adhered to my skin. Extreme contact dermatitis. Pus, thickening and sloughing skin, redness (more of a burgundy) along with pain and itching. None of my adhesive sensors have lasted the "FDA approved" seven days. After much trial and error, and the reaction worsening with each attempt, I was forced to discontinue use altogether, despite the great improvement it brought to my diabetes management. I suspect that my severe contact dermatitis was the result of the cyanoacrylate glue that they use to adhere the sensor to the back of the spun polyester tape that adheres it to my skin, as the irritation and the marks/scars it leaves are in a perfect outline not of the sensor itself, but of the glue pattern that bonds it to the tape.